Event description:
It was reported that post-op to a lap gastric sleeve procedure, they discovered a leak. There was poor visibility in the patient but when they examined the staple line at that time there was no leak. Two days later they discovered the leak and had to re-operate on the patient. They were able to resolve the leak with suture as a follow up procedure. The surgeon believed the leak occurred during the second firing using the gst60g. Unknown of any symptoms that occurred. The patient is recovering and under observation with no other complications.

Manufacturer narrative:
(B)(4). Only event year known: 2023. Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested, and the following was obtained: what was the surgical procedure? - laparoscopic sleeve gastrectomy procedure. What is meant by patient had poor visibility? - the patient was morbidly obese so the insufflation in the abdomen was not as great as normal. Any difficult with device intraoperatively? No. Was a leak observed in the initial procedure? No, they observed the staple line for 10 minutes under negative pressure and no leak was seen. Was a leak test performed? If so, what type and what was the result? Yes. When was the leak identified? - 1 to 2 after the procedure. How was the leak identified intraoperatively - unknown. How was the leak identified re-op? - follow up procedure under direct observation. What is the current patient status? - the rep was under the impression that the patient was covering. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.